Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the central control monitor (ccm) boots to white screen. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR#1828100-2013-01143. Per the laboratory evaluation, this complaint could be duplicated. The technician observed the ccm lcd panel to be defective; as it boots to white screen.